Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uti, menstruation irregular, pregnancy ((B)(6) 2010), multigravida and parity 2. Previously administered products included for birth control: oral contraceptives from 2008 to 2012; for an unreported indication: contraceptive from 2004 to 2008. Concurrent conditions included hypertension. Concomitant products included metoprolol since (B)(6) 2017 for hypertension as well as alprazolam (xanax) since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), menorrhagia ("excessive and abnormal bleeding during menstruation /abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eczema ("eczema"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), pelvic pain ("pain"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, abdominal pain, menorrhagia, vaginal haemorrhage, eczema, migraine, headache, dysmenorrhoea, nausea, pelvic pain, fatigue, weight decreased, alopecia and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, dysmenorrhoea, eczema, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, patient learned pregnancy, by home pregnancy test, and outcome was miscarriage. Essure placed bilateral 3 coils showing after placement current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2012: results: satisfactory placement of both coils,total occlusion; on (B)(6) 2012: essure confirmation test results: total bilateral occlusion (per pfs). Pregnancy test urine - on (B)(6) 2017: results: confirmed pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: newly added events- weight gain, lab data were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.